Manufacturer narrative:
Updated sections: d4 expiration date, h4, g3, g6, h6 type investigation findings, and investigation conclusions. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. Attempts to retrieve additional information were unsuccessful. Based on the information available, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 9 months due to unknown reason. The explanted valve was replaced with a 29mm 11500a valve. The patient was in recovery post procedure. Concomitantly the patient underwent a tricuspid annuloplasty repair (32mm 6200 ring). Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code, and device code(s).

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 9 months due to dehiscence from non-coronary anulus. The patient presented with shortness of breath and fatigue. The explanted valve was replaced with a 29mm 11500a valve. The patient was in recovery post procedure. The patient was discharged on pod#9. Concomitantly the patient underwent a tricuspid annuloplasty repair (32mm 6200 ring).

Manufacturer narrative:
Updated sections: g3, g6, h6 type of investigation, investigation findings, and investigation conclusions. Device dehiscence or suture torn out may occur early or late. When it occurs late maybe it is related to anatomical factors, including irregular patient anatomy and improper seating and increased stress on the surrounding tissue over time, resulting in dehiscence. The reported patient conditions [hld and dm] and implant duration likely contributed to the reported event and procedural factors, including suturing issues, may result in dehiscence of the valve. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A device history record review was performed, and no related manufacturing nonconformances were identified. Based on the information available, the most likely cause of the event is patient factors.

Manufacturer narrative:
Updated sections: b5, b7, g3, g6, h6 health effect - clinical code, and type of investigation.

Event description:
It was learned through implant patient registry and investigation that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 5 years, 9 months due to dehiscence with large pseudoaneurysm and moderate- severe ai. The explanted valve was replaced with a 29mm 11500a valve. Per medical records, the patient presented with shortness of breath and fatigue. The patient underwent redo-avr bentall procedure with a 29mm 11500a valve and a 32mm conduit, tricuspid annuloplasty repair with a 32mm 6200 ring. Intraoperatively, there was a large pseudoaneurysm around the annulus of av valve with the aortic cannula dissociated from the ascending aorta. The aortic root demonstrated dehiscence of the aortic annulus from ascending aorta and dehiscence of the av from the annulus. There was no evidence of fresh infection. The patient was in recovery post procedure. The patient was discharged on pod#9.